Event description:
Original surgery was a take down ileostomy. An exploratory laparotomy was performed. The surgeon stated, that the proximal end of the end-to-end anastomosis had failed, and split apart. The surgeon fired across bowel and staples did not hold properly. The middle of staple line separated, on pt's. Side, and they removed the instruments from the field. The surgeon opened a new instrument, and completed the exploratory laparotomy case.